Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was under reporting of atrial arrhythmias due to them falling into absolute blanking period. It was also reported that the right atrial (ra) lead exhibited undersensing and low p waves. The implantable pulse generator (ipg) and lead remain in use. No patient complications have been reported as a result of this event.